Manufacturer narrative:
Concomitant medical products: product ID: 3998, lot# v095777v02, implanted: (B)(6) 2010, explanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 3998, serial/lot #: (B)(4), ubd: 07-mar-2012, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who is implanted with a neurostimulator for sciatic nerve injury. It was reported that the patient¿s therapy was not really working anymore for what she needed, and she needed an MRI badly for unrelated medical issues. The patient was traveling in (B)(6) 2018 and when she went to charge her battery, it was dead. The patient indicated that she had been charging her device weekly. So even though she charged her device, a week later, it was dead. The therapy did work in the beginning. It felt like a nice massage down her leg. The patient elected to have her device removed on (B)(6) 2019. There were complications from the explant surgery. When removing the lead (electrode) from the scar tissue, it caused a cerebral spinal fluid leak. The patient had to stay in the hospital a couple of extra days and had a migraine that was horrible. The patient also has a bulging disk after surgery. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.